Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, therefore the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter has come out from the instrument channel or suction channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device red residue on the tip of the brush used during cleaning, suspected reprocessing failure. The event occurred during reprocessing. There were no reports of patient involvement.